Manufacturer narrative:
Although requested, no additional information about the patient, medication, or event provided. Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that the nurse programmed the pump module for an unspecified infusion of 280-300ml to be infused over one hour. The nurse checked the infusion after 15 minutes and noted that it seemed to be infusing slower than the programmed rate. The nurse programmed the volume to be infused up to 320-350mls in order to complete the infusion within the hour. It is unknown how much overfill there was in the 250ml and 500ml IV fluid bags; but it was estimated that it may be approximately 70-100mls. The customer states that there was no patient harm.